Event description:
It was reported that while testing the micro sagittal saw it ran while in safe mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint of running in safe mode could not be duplicated. However, upon disassembly for visual inspection corrosion was found throughout the inside of the handpiece.